Event description:
Pt was undergoing cvp insertion via the left femoral upon insertion. The physician met with resistance and when the catheter was pulled out. Resistance was also noted. The catheter was removed and the end was noted to be "unraveled" and "kinked." A second cvp catheter was successfully inserted.